Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for non-malignant pain and radiculopathy. It was re ported that on the night prior to the report, the patient¿s implantable neurostimulator (ins) just shut off and when he tried to restart it, the power on reset (por) ¿call a doctor¿ the type of por that was reported was ¿info¿ and there were no patient symptoms re ported. The steps to clear the por were reviewed and the por was successfully cleared. There were no further complications reported or anticipated.